Event description:
The account stated that the architect c8000 analyzer has generated a low result on a patient sample. The initial result was 2.9 mg/dl, the retest result was 10.0 mg/dl. The sample was then tested on the other architect analyzer (s/n c800439) and the results were 9.8, 9.9, 9.8 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A low calcium result of 2.9 mg/dl was generated on the architect c8000 system that was normal (10.0 mg/dl) on repeat. Quality control results were in range, system maintenance is current, and no other assays were affected. No issues were noted with the instrument or sample. The customer reported that there were a few aspirations errors during the day, but no issues noted with the sample probe. Customer support advised calibrating the sample probe and performing a ten replicate precision run. There were no further occurrences after troubleshooting and a precision run was within package insert claims. Sample probe alignment was stated as the likely cause of the issue and was resolved by calibrating the probe. System logs did not contain any pertinent information regarding the occurrence. The architect system operations manual contains adequate troubleshooting information for inconsistent results and requirements for specimen handling. No adverse trends in association with the complaint issue were identified. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module related to the issue under investigation. This is the final report.